Event description:
Per independent repair center statement, unit was alarming or red light. The key failure was the solenoid of the poppet kit was scratched. Additional malfunction is the smart pack was dirty.